Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hematoma was observed on the implantable pulse generator (ipg) pocket. The hematoma was evacuated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.